Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested from user facility to be sentd for investigaton to bbm ag, germany for investigation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): under infusion pump was set up to deliver 15ml over a 24 hour period (0.63ml/hour). After 8 hours staff found that the pump had delivered approx 5ml as planned but was displaying "end of syringe" even though there was still drug remaining in the syringe [...]

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: the history log files of the received sample were read out and analyzed. The history files revealed no abnormalities. Thereupon the infusomat space was subjected to a visual and functional examination. The device was slightly contaminated and showed age-based marks of use. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check for three times and a measurement according to iec 60601-2-24 was performed. The device was disassembled for an internal examination. Inside several mechanical damages were found. However, all measured values are within our specification. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. Following is described in the IFU: · if the pump falls down or is exposed to force, it must be checked by the service department.